Manufacturer narrative:
Concomitant medical products: vedr01, ipg, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced increased weakness. It was also reported that right ventricular (rv) lead exhibited high capture threshold and potential loss of rv capture on electrograms (egms). The rv lead remains in use. No further patient complications have been reported as a result of this event.